Event description:
It was reported that during an infusion set change the connector piece was not functioning, preventing attachment, and the agent instructed the user to replace the connector, after which normal operation resumed. Customer care provided support conducted remotely which included troubleshooting and advised user to change connector. Investigation of this case revealed that replacing the connector resolved the issue and no further malfunction was observed. No symptoms reported during the event. Outcome included no medical intervention. It was concluded that the event was attributable to a connector component issue that was corrected through user-guided replacement, with the device functioning as intended thereafter.